Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during self check. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site by a local engineer. Inspection of the machine showed that a three-way valve and diaphragm were damaged. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the leak was determined to be the failure of the three-way valve and diaphragm and the machine components were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.